Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part number: 314.116, synthes lot number: 7596175, release to warehouse date: 11-apr-2014, manufacturing site: synthes monument , no ncrs were generated during production. Investigation summary visual inspection: the t-15 screwdriver shaft was received with the distal tip of the screwdriver twisted. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis of the distal stardrive feature could not be conducted due to post manufacturing deformation. Conclusion: the complaint condition is confirmed as the t-15 screwdriver shaft was received with the distal tip of the screwdriver twisted. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while putting the instrument sets back together, the sales consultant noticed that there were two (2) devices that tips were rounded odd or stripped. The tip of the screwdriver was rounded off and would not turn the hex head screws. The tip of the shaft of stardrive screwdriver shaft was stripped. There was no patient involvement reported. Concomitant device reported: screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) stardrive screwdriver shaft. This is report 2 of 2 for complaint (B)(4).